Manufacturer narrative:
Patient city: (B)(6) patient country: united states. Uno medical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Uno medical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged based on the review completed on 25-feb-2026 and investigation completed on 11-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. This investigation has been updated because the malfunction code changed from leakage from infusion site (cannula base part/cannula) (specific cause not identified) to insertion site egress - trace moisture / superficial wetness, which requires additional activities not included in the original investigation dated 01-oct-2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11/mar/2026 against "lot number" "5409894" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 5409894 and the identified failure mode are not associated with any non-conformance report (ncr) or corrective and preventive action (CAPA) plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 11/mar/2026 against "lot number" criteria equal "5409894" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), insertion site egress - trace moisture / superficial wetness. The number of complaints is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 5409894 was manufactured according to work instruction (wi) version 45 and manufactured in the m12, m08, m09 on 29/nov/2022 with a total of (B)(4) units. The sub-assembly: assembly lot 5410452 was manufactured according to the wi version 24 and assembled in the quickset line, on 28-nov-2022, with a total of (B)(4) units. Lot 5410453 was manufactured according to the wi version 24 and assembled in the quickset line, on 28-nov-2022, with a total of (B)(4) units. Lot 5410454 was manufactured according to the wi version 24 and assembled in the quickset line, on 28-nov-2022, with a total of (B)(4) units. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2023. The leakage was at the site. No further information is available.